Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled off due to use stress, external factors, or handling. However, a definitive root cause could not be determined. The reported issue (pinhole in universal cord) was confirmed and found to be caused due to external factors which resulted in a leakage. In addition, service found the adhesive on the bending section cover was chipped. Scratches were observed on the bending section cover, the control section, the grip, the up down plate, the right left plate, the grip cover, the video connector, the surface of the light guide cover glass, the video connector case, and the light guide connector due to external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was a pinhole in the universal cord of the subject device. No procedure was affected. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation (adhesive peeling off). Additional details were requested regarding the reported event; however, no further information was available.